Event description:
Please refer importer report #: (B)(4).

Manufacturer narrative:
No pt harm. The unit was evaluated, and the customer issues were duplicated. Gas unit needs to be replaced and the repaired device will be returned to the customer. The device referenced in this report is beyond its expected life.